Event description:
Boston scientific received information that during an attempted implant of this transvenous left ventricular (lv) lead, a dissection of the patient's coronary sinus occurred.

Manufacturer narrative:
The physician plans to bring the patient back at a later date for another attempted lv lead placement. This event will be updated if any additional information becomes available.